Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced excessive air bubbles in reservoir which had occurred for six months. Customer's blood glucose was unknown. It was reported that bubbles would originate in champagne size and accumulate to a large air bubble. Customer received assistance in removing air bubbles. Customer was advised to monitor insulin pump.